Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The cortical screw was returned and from returned product evaluation it was determined that inner tyvek has partially peeled open with the outer tyvek and the inner tyvek is not aligned correctly on the inner cavity. This may be resulted due to peel tab of inner tyvek was not folded and a part of inner tyvek peel tab was in between outer tyvek and cavity flange. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause for the reported issue can be manufacturing deficiency. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
UDI: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the inner and outer packaging was found to be welded together upon opening the implant, compromising the sterility of the device. Another device was used to complete the surgery.